Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 64cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The 90% stenosed, 11mm x 3.9mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, it was noted that the delivery shaft of the device was fractured about 50cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.